Event description:
It was reported that a spectrum pump had an powered off without user input during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device powers off when touched. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a damaged alternating current power port. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.